Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing being unhooked at the hub and leaking to the could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20053221 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch(lot) no: 20053221. It was reported tubing separated and leaked. Additional information (customer response) 04-aug-2020: this is one that I believe just came unhooked at the hub where it connected to patient. Additional information (customer response) 30-jul-2020: what was the date and time of the event? (B)(6) 2020. Can you provide a description of the event? Tubing became disconnect from the patient and was leaking. Where did the tubing set separate: at the drip chamber, the upper fitment, lower fitment, male luer, etc? The end where it was connect. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? Yes. If patient involvement, can you please provide the following patient information (dob, h&w, gender, any relevant medical history)? Not available. If patient involvement; was there any effects on the patient from the event? No. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no. Are staff aware of correct set loading/unloading method? Aware not to pull/stretch. Set? Yes.